Event description:
It was reported that the patient's device was removed due to "leaking" around 2004. Another reporter stated that she knew "a lot of people" who were having the same problem, referencing explant due to the pump leaking. It was also reported that the drug in the pump was dilaudid. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that the reporter did not know any further information, such as patient identity. The reporter received the information 4th hand, and those that relayed the information were also unable to provide further detail.

Manufacturer narrative:
(B)(4).